Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
As reported in a post-market study, this patient experienced parox. Af (paroxysmal atrial fibrillation) post procedure but converted to sr (sinus rhythm). This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6) 2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Event description:
As reported in a post-market study, this patient experienced parox. Af (paroxysmal atrial fibrillation) post procedure but converted to sr (sinus rhythm). This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6)2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Manufacturer narrative:
A review was performed of the available information of the on-x prosthetic heart valve anatomic suture ring post-market study. The purpose of the study is to assess the rate of occurrence of permanent pacemaker implantation within 14 days of surgery with on-x prosthetic heart valve with anatomic sewing ring when used to replace diseased aortic valves in human subjects through the use of a retrospective registry. The protocol for this study is as follows: this study is multicenter and retrospective. All centers will follow a common protocol in which eligible patients will be entered into the registry after the 14th postoperative day. No procedures will be done and only retrospective data covering the preoperative, operative and the first 2 weeks postop will be collected. The valve safety primary endpoint is "occurrence of permanent pacemaker implantation within 14 days of surgery as a valve-related adverse event per the definitions of the american association for thoracic surgery/society of thoracic surgeons (aats/sts) guidelines." The valve safety secondary endpoint is "occurrence of other valve-related adverse events within 14 days of surgery per the definitions of the aats/sts guidelines." Per the(B)(6)2018 information available to us, this study began in 2013. The study was closed out 04/30/2018 and we are now becoming aware of the primary and secondary endpoints reported by all of the centers. For each event, the date of implant, date of event, and valve-identifying information is unknown. Patient 158 (as part of the on-x prosthetic heart valve anatomic suture ring postmarket registry), 61 year old male, nyha ii, calcific aortic disease etiology, mixed lesions [regurgitant/insufficient and stenotic] implanted with onxan valve experienced parox. Af [atrial fibrillation] post procedure but converted to sr [sinus rhythm]. No other information is available regarding the reported events. The IFU [instructions for use] lists arrythmia as a known potential complication following implant. Arrhthmias following cardiac surgery are not uncommon and is not specific to the on-x valve. There is no indication that the on-x valve contributed to the event. Furthermore, the rhythm was reported to have converted to sr. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.